Event description:
It was reported that during a stapled transanal rectal resection starr procedure, the device did not staple completely. The surgeon overstitched by hand to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4) 2009. Information anticipated, but unavailable at this time.